Event description:
During a premature ventricular contraction procedure, there was a procedural delay. An error tone occurred and calibration could not be completed after the tactiflex catheter was inserted into the patient. On the ensite the contact force displayed a horizontal purple line. Reset operations were unresponsive. Ensite and tactisys were communicating normal. The ensite x was restarted, tactiflex catheter and cables were reconnected, tactiflex catheter was replaced with no resolution of the issue. The procedure was continued without contact force display. The tactisys was exchanged with resolution of the issue. There were no adverse patient health consequences. Later on, the optical signal socket was cleaned and the issue was resolved.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.